Event description:
It was reported that the device was used during a laparoscopic splenectomy. It was reported by the rep that the surgeon was dissecting around the hilum of spleen with a lcsk5 and got into bleeding. There was difficulty discerning where bleeding was coming from. The vessel appeared to retract.